Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated occlusion alarms after changing infusion supplies, which persisted despite dismissing alarms and required multiple supply changes; insulin flow was later verified through the tubing, and the infusion set was identified as an inset 6 mm, 23 inch, lot 6005837. Symptoms included hyperglycemia with a reported maximum of 330 mg/dl over approximately one day without ketone testing or other acute symptoms. Outcomes included temporary interruption of therapy effectiveness with subsequent return of glucose values toward range after troubleshooting and supply change. Investigation included technical support review, user-guided disconnection from the site, and verification of insulin flow through the tubing. Investigation of this case revealed that occlusion alarms resolved only after supply replacement and that tubing patency was confirmed, suggesting a site or set-related occlusion. It was concluded that the event was attributable to an infusion set occlusion that resolved with set change, with no injury, hospitalization, or medical intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.